Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the leds on the console was not confirmed. The centrimag 2nd generation primary console was returned for analysis at mcs zurich and was evaluated. The customer had no complaint regarding the console, but rather needed preventative maintenance performed on the console. The console was forwarded to the edc. The console was evaluated. The battery was replaced due to the expiration date and battery maintenance was started on (B)(6) 2019. The battery maintenance passed on 23dec2019 and preventative maintenance and a safety test were performed per procedure. On (B)(6) 2019 and error occurred. The power on and battery leds were flashing. Battery maintenance was attempted by the charge remained 0. The battery was replaced again but the problem occurred again. The system was sent to zurich for repair. The console was returned to mcs zurich and was evaluated and was investigated. The console was connected to mains power supply and the green mains led was flashing continuously as intended. The battery led was dark as intended when the battery was already fully charged. When the battery was not fully charged, after operating a motor for 10 minutes, the battery led was flashing which indicated that the battery was being charged as intended. When the battery was fully charged, the green battery led did not blink when connected to mains. When the console was disconnected from mains power, the mains led went dark and the battery led began to flash. No fault behavior was observed. The console operated as intended. Battery maintenance was performed and passed successfully. The console was returned to the edc. The system was returned to the edc from zurich and no anomalies were found. The system was returned to the customer. The root cause for the reported event was not conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the console was returned for preventative maintenance only, however, during maintenance it was noted that the device had two flashing leds (on power and battery). Battery maintenance was attempted but the charge remained 0. When the battery was replaced the same problem occurred. The system was sent for repair.

Manufacturer narrative:
This event is also reported on centrimag motor (s/n: (B)(4)) under MFR# 2916596-2019-05545. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Centrimag console and motor were returned for repair. No further information was provided.